Event description:
It was later reported that the patient had kidney disease prior to left ventricular assist device implant. The reason for the patient's dizziness and pi events were identified to be due to dehydration and peritoneal dialysis. Patient was said to be stable. Clarification was later provided that the patient started peritoneal dialysis post left ventricular assist device (lvad) implant. The patient had worsening renal function as a result of chronic heart failure, and it was said that the lvad device did not directly worsen their renal function.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file captured multiple pi events throughout the duration of the log file. No notable events were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists renal failure as a possible adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also all pump parameters, including pulsatility index (pi). Section 4 of the IFU, ¿heartmate touch communication system¿, states that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was on peritoneal dialysis and experienced dizzy spells and constant pulsatility index (pi) events. Log files were submitted for review. The data showed multiple pi events that were occurring on (B)(6) 2025 at 8:16:16 through (B)(6) 2025 10:54:11.